Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about high blood results. Highest result in memory was 177 mg/dl. Caller states he normally ranges from 100 mg/dl 2 hours after a meal. Based on parkes error grid analysis, the bias between the highest result in memory (177) and the lowest normal result (100) is located in zone c. No adverse event reported.